Event description:
During a laparoscopic assisted vaginal hysterectomy the tsw35 was fired twice without incident. On the third firing of the device the surgeon stated the force to fully squeeze the firing handle was higher than the previous firings. The firing stroke appeared "sluggish" from start to finish. After opening the device, it appeared as if the distal half of the left three rows of staples were missing. The same device was fired four more times without incident. There was no consequence to the patient.